Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.50/+3.0/073 (sphere,cylinder,axis), into the patients left eye (os) on (B)(6) 2022. The patient experienced haloes at night by car dashboard. The lens remained implanted. The va had improved and patient was doing well. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).